Event description:
The manufacturer received a voluntary medwatch (mw-5148229) in which the patient alleges that have been diagnosed with abnoramla EKG,abnormal heart rythm and using our device in 2021. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.